Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of resistance during thumb advancer/exchange sheath splitting could not be replicated in a testing environment due to the returned condition of the device; however, the noted damage to the garage leaves, exchange sheath, flex guide and incomplete sheath split indicate resistance was encountered, thus the reported resistance is confirmed. The reported loss of arterial access was not confirmed as it could not be replicated in a testing environment. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was felt. When thumb advancer/exchange sheath splitting was completed, the device jumped backward and vessel access was lost. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.